Manufacturer narrative:
Patient information: information was not provided. Catalog #, lot #, manufacture date: product catalog and lot number were not provided. Without a catalog and lot number, expiration date, manufacture date and UDI can not be determined. Reporter: initial reporter information was not provided. 3m received the report via mw5083864 from the FDA. A medical complaint history review was completed for the entire 3m¿ steri-strip¿ adhesive closure product line from february 2017 - february 2019. No trend was seen. Complaints will continue to be monitored. The reporter's contact information was not provided for further investigation. The initial report alleged mastisol and 3m¿ steri-strip¿ adhesive closures were applied following ankle surgery. The reporter allegedly experienced extreme allergic contact dermatitis that lasted for over a month. 3m was unable to determine the cause of the reaction.

Event description:
3m received the following information from the FDA via a medwatch report. A consumer reported: "I had ankle surgery and had steri-strips and mastisol used on the site. After two weeks intense itching started, everything was removed and wiped with alcohol. There was moderate redness, cortisone and compression bandages were applied. The following week it turned into a severe, blistered, intensely itchy patch about 4 in wide that lasted for over a month. The alcohol wiping had not removed it entirely and instead pushed it around, leaving red marks in the shape of the wiping at the edges of the patch.